Event description:
It was reported, that the patient's cardiac resynchronization therapy defibrillator. Recorded high pacing impedance measurements out-of-range of over 3000 ohms. And high capture thresholds on the right atrial (ra) lead. However, these parameters were measured again, and normal impedance and thresholds were noticed. Thus, the issues were suspected to be related to the spring contact issue. And the patient will continue to be monitored. This ra lead remains in service. And no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).